Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Minimum right atrial (ra) lead impedance steady at approximately 452 ohms through (B)(6) 2016 and drops to 76 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had low impedance and was reprogrammed and will be explanted. No patient complications have been reported as a result of this event.